Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause:unable to determine. Source: email.

Event description:
Customer reporting alleged false negative sars result. Customer states the result was positive by pcr. Customer states they used a nasopharyngeal swab to obtain result (off-label usage).